Manufacturer narrative:
The coil has been returned for evaluation. Once the evaluation has been completed a supplemental report will be submitted.

Event description:
Medtronic received information that after 1 successful coil placement, the second coil did not detach once in the desired location. When the physician resheathed the coil, it detached in the microcatheter. The patient was undergoing treatment for a gi bleed in the gastroduodenal artery (gda) and the device was prepared per IFU. The patient's anatomy was severely tortuous. The first coil was deployed and detached without issue. The second coil was introduced into the microcatheter and tracked without issue; there was no resistance experienced. The coil was deployed in the desired location without issue. However, when the physician tried to detach the coil, using the detacher, the coil would not detach. The physician did not try to detach with another ID, nor did he attempt to manually detach the coil via the hypotube. Because the coil would not detach, the physician decided to resheath the coil in the microcatheter. Upon drawing the coil back into the microcatheter, the coil detached within the microcatheter. The coil was resheathed and put aside; there was no damage to the pushwire after it was removed from the patient. Continuous flush was administered through the procedure which was completed with other coils and the original instant detacher. No injury reported and the patient is stable.

Manufacturer narrative:
Device evaluation the concerto coil was returned for evaluation. Based on the above analysis findings and the event description, the customer report of ¿non-detachment¿ could not be confirmed. The instant detacher was not returned for evaluation; therefore, any contributing factors from the instant detacher could not be assessed. The concerto pushwire was returned with the implant coil already detached. The cause for the ¿non-detachment¿ could not be determined; however, it is possible that the intact tack weld replacement (twr) may have contributed to the ¿non-detachment¿. The intact twr crimp may have prevented the release wire from pulling back when initially actuated. The twr crimp was successfully broken on the first attempt with an in-house instant detacher. In regards to the customer report of ¿premature detachment¿, the customer report was confirmed. It is possible that the reported severely tortuous nature of the patient anatomy may have contributed to the implant coil and detach element damages and to the subsequent ¿pre-mature detachment¿. It could not be determined how and when the pushwire became bent and broken with the release wire pulled back; however, the customer reported that there was no damage to the pushwire at the time of the event. It is possible that the damages occurred during return to medtronic for evaluation. It could not be determined if the concerto coil met specifications due to its damaged condition; howe ver, all coils are 100% inspected for damages and irregularities during manufacture. *note: the concerto coil instructions for use (IFU) issues the following warning: ¿due to the delicate nature of the concerto detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.